Manufacturer narrative:
E.4. The initial reporter also notified the FDA on 08dec2023. Medwatch report is mw5148292. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok syringe stopper separated from the plunger. The following information was provided by the initial reporter: "a little piece of rubber inside of the syringe broke off with the white inner tip still stuck in the rubber. Typically the plunger would come out completely from the barrel for a 1 ml syringe but this is a first where the rubber stayed in the barrel and the white plastic plunger broke. So unfortunately that caused the dose to spill and had to waste that vial of syringes."

Manufacturer narrative:
Two photos of a 1ml luer-lok syringe were received for evaluation or confirmation of reported defect. Both photos from different angles show a loose syringe with the stopper inside the barrel and the plunger rod broken. One image shows the plunger rod tip inside the stopper. The condition observed is non-conforming per product specification. Potential root cause for the plunger rod damaged defect is associated with the assembly process. A device history record review was completed for provided lot number 3082336 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
Materials#: 309628, batch#: 3082336. It was reported by the customer that, a little piece of rubber inside of the syringe broke off with the white inner tip still stuck in the rubber. Verbatim: rcc received a complaint via email. Describe event or problem: while preparing a synagis injection, there was an error with the syringe: a little piece of rubber inside of the syringe broke off with the white inner tip still stuck in the rubber. Typically the plunger would come out completely from the barrel for a 1ml syringe but this is a first where the rubber stayed in the barrel and the white plastic plunger broke. So unfortunately that caused the dose to spill and had to waste that vial of synagis. Date of event: 10-nov-2023. Lot #:3082336.